Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code set broke prior to use due to insertion into scar tissue, into sites not stated by the instructions for use (IFU), or incorrect preparation of set. The batch 5402819 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 5402819 were previously tested in complaint (B)(4) on 29/apr/2023. Device history record (DHR) review: packing of quick set. The lot 5402819 was manufactured according to the work instruction (wi) version 72 and packaging in the multivac 12, on 27/sep/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/aug/2025 against malfunction code set broke prior to use due to insertion into scar tissue, into sites not stated by the instructions for use (IFU), or incorrect preparation of set and lot 5402819 and no more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka) caused by scar tissue found in the abdomen. Blood glucose level was 538 mg/dl at the time of the event and patient got treated with insulin drip. The duration of hospitalization was greater than 24 hours. Patient had ketones level. Patient was experienced the symptoms of confusion, sick/unwell, nausea, and dizziness. No further information available.